Event description:
Product returned to medtronic for analysis - reported in medtronic database. No accompanying paperwork. Implanted (B)(6) 2017. Received at enterra (B)(6) 2025. Patient deceased on (B)(6) 2025 (no cause of death listed). Explanted on (B)(6) 2025.

Manufacturer narrative:
No physical anomalies seen in analyzed devices; any damage seen attributed to explant procedure. Ipg was depleted and could not be functionally assessed.